Manufacturer narrative:
The insulin pump alarmed for a button error due to corroded keypad traces. The insulin pump had cracked display window corners, a cracked reservoir tube lip and a cracked reservoir tube window. The insulin pump had normal operating currents and no unexpected off no power, low battery, or battery out limit alarms were noted.

Event description:
It was reported that the customer received a button error alarm on her insulin pump while attempting to deliver a bolus. Additionally, the insulin pump alarmed battery out limit when the batteries were out of the insulin pump for less than one minute, during a battery change. It was advised that the customer discontinue use of the pump and revert to a back-up plan. Her blood glucose level was 150 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.